Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. The customer experienced an elevated blood glucose (bg) level displayed as "high"; although a specific bg value was not provided. The customer took no action to address the bg. The customer declined troubleshooting with tandem technical support, and additional information could not be obtained.